Event description:
The complainant reported that the surgeon was not able to achieve hemostasis. He completed the anastomosis with the use of a blower. After the operation, he found a slit on the membrane of the device. It was reported that the patient had a temporary cerebellar infarction after the operation, but is now in good condition. The surgeon further stated that the cause of the infarction is unknown.

Manufacturer narrative:
The device was analyzed and a small hole was found in the upper right corner of the membrane near the hinge. The cause of the hole is unknown. The enclose ii devices are 100% inspected for membrane integrity prior to final packaging. Any devices not meeting specification are rejected from the lot. There were no unusual circumstances identified during review of the manufacturing and inspection documentation. The surgeon proceeded with the case using a blower instead of selecting another enclose ii device for completion of the anastomosis. The use of a blower has been sited as a possible source of gas emboli (the journal of thoracic and cardiovascular surgery, october 2003: georg nollert, md, et. Al.).